Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-00537. The pt had two leads (from the same lot). It was reported the pt had gained 30 pounds and underwent surgical intervention to relocate the ipg to be more superficial. During intra-op testing, two programmers and a charger could not locate the ipg. It was also reported one of the leads could not deliver stimulation. An impedance check revealed invalid contacts. As a result, the lead and ipg were explanted and replaced. The replacement devices resolved the pt's issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.